Event description:
It was reported that an artificial urinary sphincter (aus) exhibited fluid loss and stopped functioning leading to urinary incontinence. A surgical procedure was performed during which a hole in the cuff was found; therefore, the entire device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1100553445. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100532023. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Cuff had fluid loss due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the middle of cuff. There was a slight wear in the kink resistant tubing (krt). The ms pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence, cuff - hole/perforated, device - fluid leak and device - mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reason for the reported hole/perforated, fluid leak and mechanical issue could not be substantiated during functional testing. The fluid loss from sharp instrument damage found in the cuff during the visual inspection is considered a secondary failure. Therefore, a conclusion code of no problem detected was assigned to this investigation.